Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had intermittent therapy and would be okay for a day or so then their symptoms would return. The patient reported they had a fall and hospitalization around (B)(6) 2016 that may have been related to the issues. In (B)(6) 2016 the patient switched from program 3 to 1 and the therapy worked for a few days and at the time of the report it was not. They noted the adjustment was a few day prior to the report. They also reported the patient was very uncomfortable and they felt pressure and throbbing in the vagina, and it was felt even when the stimulation was off, but they could not remember the date of the event. The patient did not feel stimulation and therapy was not on. They turned therapy on and it was reviewed that the therapy had to be on in order to be effective. The patient did feel stimulation in the correct area and was on program 1 at .1v and increased stimulation to .3 v. It was recommended to follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.